Event description:
It was reported the patient presented to the emergency department with complaints of being light-headed and heart rates below the lower rate of the pacemaker. It was noted by remote transmission the right ventricular (rv) lead threshold was high and the programmed safety margin was inadequate. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).